Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected . H6 proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the liner. Part and lot identification are necessary for review of device history records, neither were provided for the head. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 1. Right total hip arthroplasty with possible dislocation of the femoral head from the acetabular cup as well as disassociation of the liner from the acetabular cup. 2. Significant bone loss is noted along the proximal femur. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2023 - 03535. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 19 years post implantation due to a dislocation. There is no additional information available at the time of this report.